Event description:
It was reported that during set up of a da vinci si surgical procedure, it was noted that the cable on the megasuturecut needle driver instrument was broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering that the instrument was returned with a frayed grip cable located at the distal idlers. The frayed cable sections are in various lengths sticking out. The grip cable also became derailed as well. The idler pulley showed pulley face and rim damage. Engineering evaluation also found that the insulation at the distal end of the main tube exhibits missing material that appears to have been scraped off. On (B)(4) 2013, isi contacted the o.r. Coordinator at the hospital concerning the condition of the returned instrument. The o.r. Coordinator indicated that there was no report by the surgical staff that any piece from the returned affected instrument fell into a patient during a surgical procedure.